Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds, low pace impedance, low amplitude and possible dislodgement. This lead was revised. No additional adverse patient effects were reported.